Event description:
Opened the packages to use. Didn't have the string. Tampax pearl [device physical property issue]. Case narrative: consumer reported via email that the tampons didn't have the string. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.